Manufacturer narrative:
The biomed found the foot end brake bushings were broken. The account has not returned hill-rom's attempt to determine the resolution of the alleged malfunction.

Event description:
The account's biomed stated that the foot end brake casters are not holding when in brake.